Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 292.623, lot: l796999: manufacturing site: balsthal, release to warehouse date: 16.mar.2018: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to 316l specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: it is obvious that the guide wire was badly damaged at the broken area by hitting with other metallic part during use. There are several signs visible which confirms that the inserted cannulated screws must have touched the guide wire while insertion. This damage finally caused the breakage of the part. Therefore, this complaint is classified as confirmed. We have to assume that the guide wire was bent while insertion and therefore the screws touched the shaft of the guide wire. Dimensional check of the diameter with measuring tool shows conformity to the specifications: material 316l was confirmed in device history record review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This patient¿s information is unknown. Device broke during insertion; device not considered implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) with 2.4 headless compression screws (hcs) was performed on (B)(6) 2018 to treat the fractures in the joint of the radius head. Two guide wires were inserted parallel to joint¿s side until the guide wires reached the contralateral side. Only the cortex on the surgeon¿s side was drilled, and two hcs screws were inserted. The surgeon had to insert the first hcs screw a little forcefully and when the second hcs screw reached the contralateral cortex, its tip broke. Then, this screw breakage further caused one guide wires in question to be broken, too. After the surgeon removed the fragments of the 2nd screw and the guide wire, he found another breakage on the 1st screw. After removing the fragmented tip of the 1st screw, the surgeon replaced with replacing screws and completed the rest of the surgery within a 30-minute delay. Therefore, three devices in question were broken, but no fragment remained in the patient¿s body who had robust bone quality. There was no adverse consequence to the patient. Procedure was completed successfully with patient¿s outcome reported as stable. This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 2 of 3 for complaint (B)(4).